Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out of range impedance measurement, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in the rv channel. The oversensing caused pacing inhibition greater than two seconds. Technical services (ts) reviewed and suspected the noisy signals were due to myopotentials. Also, ts suspected the rv lead was fractured or there was a spring contact issue in the header. Ts recommended reprogramming options or device and lead replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H6 updated.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out of range impedance measurement, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in the rv channel. The oversensing caused pacing inhibition greater than two seconds. Technical services (ts) reviewed and suspected the noisy signals were due to myopotentials. Also, ts suspected the rv lead was fractured or there was a spring contact issue in the header. Ts recommended reprogramming options or device and lead replacement. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and the right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out of range impedance measurement, greater than 3,000 ohms. After the lss, there was oversensing of noisy signals in the rv channel. The oversensing caused pacing inhibition greater than two seconds. Technical services (ts) reviewed and suspected the noisy signals were due to myopotentials. Also, ts suspected the rv lead was fractured or there was a spring contact issue in the header. Ts recommended reprogramming options or device and lead replacement. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.